Manufacturer narrative:
An event regarding revision involving an unknown rejuvenate/abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Device history records could not be performed as the reported device was not properly identified. Complaint history review. A search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with (B)(4). Voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that "the caller stated that her husband (no name given) had had a hip replacement but had died 6 hours (date & time unclear) following his surgery. The caller stated that although her husband had diabetes, kidney failure and was on dialysis a ¿stryker doctor¿ and a cardiologist had told her everything would be ok. I have not had any calls related to this and therefore assume that the reference to a ¿stryker doctor¿ is in fact a surgeon who uses our implants."

Event description:
It was reported that "the caller stated that her husband (no name given) had had a hip replacement but had died 6 hours (date & time unclear) following his surgery. The caller stated that although her husband had diabetes, kidney failure and was on dialysis a ¿stryker doctor¿ and a cardiologist had told her everything would be ok. I have not had any calls related to this and therefore assume that the reference to a ¿stryker doctor¿ is in fact a surgeon who uses our implants."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate/abg ii modular stem. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.